Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and unresponsive; cause was not known. There was no reported adverse impact to the customer's blood glucose (bg) level; current bg was 110 mg/dl. Reportedly, the customer continued to use the pump for basal insulin therapy.